Event description:
During diagnostic laparoscopy the covidien ligasure blunt tip laparoscopic sealer/divider 5mm-37cm (ref #lf1837, lot # 92960281x) would not work when it was plugged in. No patient harm.